Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer's blood glucose was 54 mg/dl. The customer was treated with food. Customer reported that insulin pump system has not been in use within 48 hours of reported low blood glucose event. It was reported that the auto mode was not active at the time of incident. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of low blood glucose. The insulin pump will not be returned for analysis.